Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was placed under general anesthesia for aspiration procedure on (B)(6) 2023. The patient also underwent wound exploration procedure on (B)(6) 2023 under general anesthesia. The patient was hospitalized six times in order to be treated with oral, topical and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024 under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.